Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger had "oily" foreign matter with a bd syringe 10ml ll s/c 200. The following information was provided by the initial reporter: it was reported by the distributor that the plunger head has an oily coating.

Event description:
It was reported that the plunger had ""oily" foreign matter with a bd syringe 10ml ll s/c 200. The following information was provided by the initial reporter: it was reported by the distributor that the plunger head has an oily coating.

Manufacturer narrative:
H.6. Investigation: five photos and one 10ml syringe (p/n 302995) with an opened blisterpak from batch # 1075970 were received. The sample was visually evaluated. The oily coating on the stopper appeared to be silicone lubricant used in the assembly process. The plunger was exercised, and a significant amount of silicone could be seen on the barrel roof with stringing of the silicone occurring during movement. The amount of silicone observed was non-conforming per product specification. Potential root cause for the excessive silicone defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.